Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device repeatedly stopped working during a therapeutic procedure, which was completed with a similar device involving an olympus gynecologic laparoscope. There was no patient injury reported.